Event description:
It was reported that shaft break occurred. The 85% stenosed, 20mm in length target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter left anterior descending artery. A 3.25mm x 15mm quantum¿ maverick¿ balloon catheter was advanced however, it was noted that the shaft of the device was fractured. The device was simply and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube shaft was broken 73cm from the hub. The fractured faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20mm in length target lesion was located in the moderately tortuous, moderately calcified and 3.0mm in diameter left anterior descending artery. A 3.25mm x 15mm quantum maverick balloon catheter was advanced however, it was noted that the shaft of the device was fractured. The device was simply and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.